Event description:
A malfunction was reported on a pump by the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. No further malfunctions occurred following the reset, and the customer was informed to continue using the pump and contact support if any issues recurred.